Event description:
It was reported to boston scientific that a therapeutic hydrothermal ablation procedure recently occurred. (Date unknown). Post procedure, patient was suffering from pain and tenderness in her pelvic area. A computed tomography (CT) scan was performed and revealed a possible burn (characteristics unknown) to the myometrium layer of the uterus may have occurred. The patient was treated with antibiotics. A full recovery is expected. No further information forthcoming.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration date of the device is unknown. No lot number available, therefore, manufacture date unknown. The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A review of the device history record (DHR) could not be performed on the pertinent lot as the lot # was not known. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The april 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.